Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's father reported that the tubing detached at the quick release and the pump was not dropped. No further information available.